Event description:
The patient contacted animas on (B)(6) 2013 reporting an issue with air bubbles since (B)(6) 2013 when using new boxes of cartridges and infusion sets. The patient reported using room temperature insulin and left the cartridge to de-bubble for 30 minutes prior to priming the tubing. Troubleshooting confirmed that the patient was using the cartridge and infusion set per the instructions for use. The patient indicated that bubbles developed at the neck of the cartridge going in to infusion set. The patient confirmed that the connections were tight and confirmed that there were no issues noted with the sites when removed. This report is made based on the allegation of the air bubbles issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 device evaluation: a retained cartridge from lot # b201904 was evaluated. A leak test was performed with no failure observed. No leaks were observed from the luer lock connection, o-rings or elsewhere on the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.